Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working anymore. Customer stated that they took shower and then insulin was not working anymore. Customer stated that there was a crack in the insulin pump. Insulin pump was not reacting anymore on the keyboard. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Button functionality was tested and all buttons function properly. Pump passed keypad voltage test. Unit was monitored and no blank display present during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump passed keypad voltage test. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2 and the home switch. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), broken belt clip rails, label damage (stained keypad overlay) and cracked reservoir tube lip. Customer allegations for an unresponsive keypad and blank display not confirmed. Cosmetic damage confirmed at cracked keypad overlay and moisture damage confirmed on pcb1, pcb2 and corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.